Manufacturer narrative:
The na electrode lot number was w79 with an expiration date of 23-mar-2025. The calibration was last performed on (B)(6) 2024 and was acceptable. The qc was out of range on the day of the event. The alarm trace showed a sample foam detection alarm. This is an indicator of possible poor sample quality. The field service engineer (fse) found a clog in the flow path and salt around the sonic wash station. He cleaned the salt buildup around the sonic wash station and performed a flow path cleaning. He then replaced the sipper probe as a preventative measure. The fse performed ise checks and the instrument was performing within specifications. Precision studies were performed and they were within specifications. The service actions (cleaning the salt buildup around the sonic wash station and performing a flow path cleaning) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 3 patients' plasma samples tested on a cobas pro ise analytical unit when compared to another cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 153 mmol/l. Repeat result: 144 mmol/l (tested on another cobas pro ise). Sample 2 (patient 2): initial result: 155 mmol/l. Repeat result: 145 mmol/l (tested on another cobas pro ise). Sample 3 (patient 3): initial result: 148 mmol/l. Repeat result: 141 mmol/l (tested on another cobas pro ise). The repeat results were deemed to be correct.